Event description:
It was reported that the bd phaseal¿ protector p53 experienced leakage around the membrane. The following information was provided by the initial reporter: when preparing antibiotic piperacillin tazocin with 32 mm size membrane its leaking between the protector and membrane.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector p53 experienced leakage around the membrane. The following information was provided by the initial reporter: when preparing antibiotic piperacillin tazocin with 32 mm size membrane its leaking between the protector and membrane.

Manufacturer narrative:
H6: investigation summary: six photos were provided to our quality team for investigation. Through visual inspection, there is no evidence of leakage, therefore we cannot verify the reported incident. A device history review was performed for lot 2105120, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples from the same lot were used for further evaluation. The protectors were successfully connected to the vials, ensuring that they fit correctly. The product was evaluated, and no damage or defects were observed. Functional tests were performed on the samples and no leakage was identified between the protector and the vial. The product undergoes visual and functional testing throughout manufacturing, including leak testing. Results were reviewed for lot 2105120 and found no problems related to the reported event. Based on the available information, we are unable to identify a root cause related to the manufacturing process at this time. It is likely the protector was not properly attached, resulting in the leak reported. The protector must be attached completely vertical to the vial during assembly. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion.